Event description:
After about a year of using my CPAP device I started experiencing upper respiratory symptoms: chronic post nasal drip, chronic coughing, chronic sinus infections, nasal crusting due to infection of nose. It was not until I learned from the device recall that I was quite sure my CPAP device may have "...". No lab tests were done. My ent physician diagnosed my rhinitis and my pcp my chronic sinusitis. FDA safety report ID # (B)(4).